Event description:
International affiliate reports that attending was not able to adequately secure device in place during videolaparascopic epigastric hernia repair. The device was introduced through the trocar and fixed using endoanchor clips. The device fell down to the viscerum. The laproscopic procedure was converted to an open procedure.